Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak of the aortic components and type ii endoleak of the lumbar artery are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiia endoleak of the aortic components is most likely user and anatomy related due to the safety and effectiveness of using a 34mm proximal extension with a 25mm bifurcated stent has not been established per the IFU and the increased infrarenal angulation from 42 to 58 degrees (aortic remodeling). The type ii endoleak is anatomy related and is not a device related failure. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately one (1) year and nine (9) months post initial implant, a possible type iiia endoleak was identified during routine follow-up. Re-intervention was completed successfully with implant of an afx vela infrarenal. Additionally, there was a type ii endoleak (non-device related) on the final angiogram. The patient will be monitored.